Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific bg value was provided. Customer declined to complete any troubleshooting with tandem technical support and requested only for assistance locating basal and total daily insulin rates.